Event description:
It was reported that during a valve replacement surgery, the right ventricular lead had high thresholds due to limited placement locations. The physician decided to add an epicardial lead for pacing and used the coil from the durata lead. The pacing portion of the lead was capped, but the lead remains in use. The patient was stable post-procedure.